Manufacturer narrative:
Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac).av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. The investigational response revealed an over-sized valve contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported, via the implant patient registry, that a 27 mm mitral valve was explanted on pod #0 due to av groove disruption with left ventricular rupture. During the initial mitral valve replacement, after placing the subject device, echo confirmed good function of the valve. No other abnormalities were noted. Postoperatively, approximately 2 ½ hours following the procedure, the patient began bleeding and had a decreased blood pressure. Once the bleeding was controlled, she was taken back to the operating room emergently in cardiogenic shock and with cardiac arrest. She was placed on bypass and the bleeding site was visualized from the posterior lateral surface of the ventricle posteriorly. The surgeon decided to remove the previously placed valve to look at the inside of the ventricle. After removing the valve, a large tear was seen, at approximately 8 o¿clock, extending down into the apex of the ventricle. The tear did involve part of the annulus though it appeared that the majority of the tethering went down into the apex of the ventricle. The surgeon tried to close this with simple pledgeted sutures, though it would not hold in the macerated muscle. A large patch was sewed into the ventricle as far down to the apex. Once this was done, pledgeted mattress sutures were placed and tied with a cor-knot. Then a 25 mm edwards valve was implanted. Time was taken for reperfusion and transfusions were given and then the patient came off bypass uneventfully. There was no bleeding present. Patient developed coagulopathy which was quite extensive so numerous products were administered. Surgicel was placed underneath the ventricle with some added glue to stabilize the epicardium. At this point, adequate hemostasis was obtained and chest was closed. The left ventricular and right ventricular function were both good. She was transferred back to the cvr unit in critical condition but "actually quite stable". Ongoing efforts were done to resolve the coagulopathy. On pod 2, patient was placed on ECMO due to hypoxic respiratory failure and cardiogenic shock. It was reported that patient expired later. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. UDI #: (B)(4).